Event description:
Healthcare professional reported left side capsular contracture grade iii, pain, deformity, stiffness, swelling, erythema and discomfort. Later healthcare professional reported via ultrasound "irregular, lobed contours, this lobulation being more evident, towards the csi, as well as thickening of the outer capsule, with data of fibrosis, of an anechoic interior, and data suggestive of capsular contracture, hypoechoic oval images with an echogenic center, fibrocystic conditions, grade iii capsular contracture, and inflammatory ganglion". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Device wrinkling: observed creases on the device. Inflammation/irritation: unable to observe since it is not related to the device. Wrinkling of the skin: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture grade iii, pain, deformity, stiffness, swelling, erythema and discomfort. Later healthcare professional reported via ultrasound "irregular, lobed contours, this lobulation being more evident, towards the csi, as well as thickening of the outer capsule, with data of fibrosis, of an anechoic interior, and data suggestive of capsular contracture, hypoechoic oval images with an echogenic center, fibrocystic conditions, grade iii capsular contracture, and inflammatory ganglion". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Healthcare professional reported left side capsular contracture grade iii, pain, deformity, stiffness, swelling, erythema and discomfort. Device has been explanted and replaced.